Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device switches off without the docking station. No known impact or consequence to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing, the unit was able to power on using ac power but failed to power on using battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed the battery was not connected to the device. The battery was connected and charged and the device functioned as designed. A service history record review reveals that this unit was in the field for six (6) months with no previous reported issues prior to this reported event.